Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture and "concern with the product". Device has been explanted. This record is for the left side.

Event description:
Healthcare professional reported unknown side rupture and "concern with the product". Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening linear on the posterior, red particles on the shell, crease fold, wear abrasion, observed 40 mm dark patch edge material inside gel device and white calcification on the shell. Weight measurement identified device was overweight. A microscopic analysis was performed which identified: two striated openings on the posterior and bladder. Based on the device analysis, the final assessment is two striated openings assessed as surgical damage consist in the use of some surgical tool.